Event description:
A pt's ipg database revealed that the ipg is exhibiting signs of premature battery depletion. Ipg replacement surgery has been recommended. However, the pt is dealing with other non-device related health issues, and no further action is being taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.